Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery the iol haptic broke. The lens was cut for explanation and capsular bag tear occurred. The lens was explanted during the same procedure. The explanted iol was replaced with a sulcus iol. Additional information was received: the surgeon reported that during the sulcus lens implant surgery, facing instability and possibility of the sulcus iol fall into the vitreous body, he entrusted the patient to a retinologist for a vitrectomy. The vitrectomy was performed and the implant was visualized in the posterior pole, the iol was moved into the sulcus and positioned at 30 degrees. In surgeon's opinion, the postoperative low visual acuity for distance seemed to be related to corneal state and to the presence of liquid accumulation in the macula. Additional information was received from the surgeon who informed that on (B)(6) 2013 the patient experienced retinal detachment and consulted another surgeon. Postoperative monitoring was also simple but despite the good anatomical result visual acuity (va) was limited to 2/10 (20/100) p4 that day. Patient was taking bimatoprost and lubricant ophthalmic gel. There are two medical device reports (MDR) associated with this event / patient. The first MDR was filed under MFR report # 1119421-2013-01040. This report is for the second iol that was implanted in sulcus.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).